Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17983, 2017865-2019-17984. It was reported that the patient presented for initial implant. The right ventricular lead (rv), right atrial (ra) lead, and left ventricular (lv) lead were placed and rested appropriately. During procedure, fluoroscopy testing to check final lead placement noted the rv lead was no longer in its original position. Right ventricular perforation was noted. The patient subsequently developed tachycardia and hypotension. The physician suspected tamponade, and tamponade was confirmed with intraoperative echocardiogram. Furthermore, no pulse was detected and acls protocol was imitated. Pericardiocentesis was performed and tamponade was relieved. The patient¿s vital signs were stabilized. The origin of the tamponade was not entirely known. The physician felt the rv lead perforated the right ventricle but did not felt it was a result of the lead itself but possibly that the rv lead could have been advanced during placement of the lv lead. All the leads were removed. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted, the full helix extension was measured within specification. A tip stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.